Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported about a "patient presenting bilateral rupture." This record is for left side. The device remains implanted.

Manufacturer narrative:
Corrected data: b.5., h.6. Reason for reoperation: seroma-late.

Event description:
Physician reported about a "patient presenting bilateral rupture". Later pain and small amount of free fluid was reported bilaterally. This record is for left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2., b.3., b.6., d.1., d.2., d.4., d.6., g.5., h.4., h.6.

Event description:
Physician reported about a "patient presenting bilateral rupture." This record is for left side. The device remains implanted.